Manufacturer narrative:
(B)(4). Eval: results: (mi).

Manufacturer narrative:
Patient is an ex-smoker and not a non smoker as previously reported.

Event description:
Pt rec'd a 3.0 diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad during index procedure. First diagonal was also treated during procedure (details unk). Stent implant was successful; however it was reported that the pt suffered an mi 1 day post implant of the relevant endeavor sprint rx stent. Investigator reported that the event was possibly related to the study device and procedure. No other clinical sequelae were reported.